Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/2/2020. H.6. Investigation: customer returned (11) loose 3/10cc, 6mm syringes. Customer states that the needle hub separated when she removed the shield and the shields were really hard to remove as though they were glued on and the syringes do not have needles in them. All returned syringes were examined and 6 out of 11 samples were returned with the hub-needle/shield assembly separated from the barrel. All remaining syringes were tested to determine the shield removal forces. All removal forces fell within specification. A review of the device history record was completed for batch # 9343419 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated on 85 occasions before use. The following information was provided by the initial reporter: material no:328521, batch no: 9343419. It was reported that a relion consumer stated that the needle hub separated when she removed the shield and the shields were really hard to remove as though they were glued on.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated on 85 occasions before use. The following information was provided by the initial reporter: material no:328521, batch no: 9343419. It was reported that a relion consumer stated that the needle hub separated when she removed the shield and the shields were really hard to remove as though they were glued on.